Event description:
Reportedly, while removing the specimen, the bag and string became loose and the specimen fell into the cavity along with the white tip. Specimen and piece was removed from the abdomen. No injury. Sex: unk. Procedure: lap chole.